Manufacturer narrative:
A company representative assessed the system and performed a preventative maintenance on it. The system met company specifications. With no additional, related information provided, the customer reported event of was not able to be confirmed. Anatomical abnormalities or patient movement should be addressed prior to the use of the laser, as this may cause an issue with the flap creation. Contraindications include: patients¿ with previous health/eye history, pediatric patients, or patients with corneal abnormalities which would prevent the wavelength (laser beam) from transmitting. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A director reported side cut tags on three patient's right eye during laser assisted flap creation. Tags were noted directly opposite (temporal) of the nasal hinge when lifting the corneal flap. The doctor was able to complete the surgery manually.